Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up of an asymptomatic patient, noise resulting in pacing inhibition was observed on the right ventricular lead. The noise could not be reproduced. Device reprogramming was performed and the patient would be monitored.